Manufacturer narrative:
G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient undergoing  pps fixati on. Levels implanted at th12-l3. It was reported that when attaching the tab extender cap to the tab extender, it did not click into place even when fitted. The cap fits but is loose, merely sitting on top of the extender there was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
D4: UDI updated h3: product analysis for product# (B)(4) lot# k23e1483 visual and optical examination revealed the tip of the instrument is bent from what appears to be overload. This is consistent with overload. Img changed to g04129. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.